Event description:
It was reported by service report that the brakes were not holding tightly. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval result: brake pin tube guides.